Event description:
Failure of t1d med device; freestyle libre 14 day sensor failed after insertion. Freestyle said they do not report unless they deem it important and with how many I've had fail recently I think this is a hue quality control issue. Inserted sensor, waited the hour, sensor said it could not read blood glucose wait ten minutes. Waited ten minutes, scanned again said could not read blood glucose, wait ten minutes. Did it again and it said sensor failure, replace sensor. Called to get it replaced and it took 20 minutes of talking to someone with a horrible connection that I can barely hear nor understand. Was unable to count on product to give me the information it's supposed to, in order for me to be able to correctly dose my insulin which can kill me or cause long term health issues. FDA safety report ID # (B)(4).